Event description:
It was reported that the catheter got stuck in the stent. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. An opticross hd imaging catheter was selected for use. This device was passed through the lesion to perform pre ivus check at the lesion in rca mid to rca distal. When pulling out the device, it became unable to remove even if the microcatheter was inserted into the guide wire, it could not be removed. The shaft part of the ivus catheter was cut, the imaging core was removed and after inserting a 014-inch guidewire into the shaft, it was able to remove. There was stent malapposition. The physician thought that the device got stuck in the stent due to stent malapposition. The procedure was completed with another of the same device. The patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Sheath was found completely detached from the rest of the catheter. The distal housing of the transducer was intact with no shattered pieces. Proximal end of the detached sheath does not show signs of stretching and appears to have been cut with a tool. Guidewire exit port shows slight scraping. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that the catheter got stuck in the stent. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. An opticross hd imaging catheter was selected for use. This device was passed through the lesion to perform pre ivus check at the lesion in rca mid to rca distal. When pulling out the device, it became unable to remove even if the microcatheter was inserted into the guide wire, it could not be removed. The shaft part of the ivus catheter was cut, the imaging core was removed and after inserting a 014-inch guidewire into the shaft, it was able to remove. There was stent malposition. The physician thought that the device got stuck in the stent due to stent malposition. The procedure was completed with another of the same device. The patient's condition is good.